Manufacturer narrative:
The insulin pump was received with partial white display with vertical/horizontal rainbow line segments due to cracked lcd glass. Analysis was unable to perform displacement test due to display anomaly. No cracks on lcd window noted, however deep scratches on lcd window. The insulin pump was received with scratched casing, scratches on display window cover, pillowing keypad overlay and slightly peeling end cap address label.

Event description:
The customer reported via phone call that their insulin pump and was unable to read the right side of the screen due to a crack. The customer¿s blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.